Event description:
The patient received his scs system on (B)(6) 2010. It was reported that the patient lost stimulation. The patient turned off his stimulation while out of town. Two weeks later, he was unable to turn the stimulation back on. His ipg was unable to communicate with his patient programmer and his charger, and external replacement devices have been unsuccessful in communicating with the ipg. An x-ray showed that the lead and ipg appeared intact. The physician plans to explant and replace the ipg on (B)(6) 2010. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.